Event description:
The customer reported that while on the patient - the screen went black and had ongoing alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported. The vent was swapped with no patient harm. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer called back and reported that the unit is giving some unknown restart and would like to know how to proceed. Product support confirmed with the customer that the error log shows a restart error code. Product support informed the customer that the manufacturer recommends that no action is required if diagnostic code restart occurs in conjunction with diagnostic code (software exception error). The customer confirmed the error codes again. Product support informed customer to perform full performance verification on the unit to confirm unit status, and it will also give customer time with unit to see if error code is triggered again. The customer confirmed and will perform full pm on the unit. The caller is to repair the unit and will call back only if further assistance is needed.